Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient tested for chol2 cholesterol gen.2 (chol2) on a cobas integra 400 plus. It is not clear if incorrect results were reported outside of the laboratory. The initial chol2 result was 467.6 mg/dl. The repeat result was 177.0 mg/dl. It is not clear which result was believed to be correct. There was no allegation that an adverse event occurred. The chol2 reagent lot number was 26208301 with an expiration date of 31-mar-2018. Calibration and qc were acceptable. During a review of the reaction monitors, there was no suggestion of an interference issue. Based on the information provided, a general reagent problem can be excluded as calibration and qc were acceptable. The issue has not recurred at the customer site.